Manufacturer narrative:
No lot number was provided. A review of the manufacturing records for this product lot could not be performed. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this particular case no sample and no images were provided for evaluation. Potential factors which may have caused or contributed to the reported issue have been considered. Therefore previous investigations of similar complaints have been reviewed. The event may be associated with difficult anatomic conditions leading to increased friction during insertion. Rough handling during use may be a contributing factor for the reported device breakage. Based on the information available and as no sample was returned, a definite root cause could not be determined. In reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states: "examine the stent system for any damage. If it is suspected that the sterility or performance of the device has been compromised, the stent system should not be used." Furthermore, the IFU states regarding difficulties during advancing: "if resistance is met during stent system introduction, the stent system should be removed and another stent system should be used."

Manufacturer narrative:
The correct lot number of the subject device has not been provided yet; therefore, a device history record review could not be performed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient details. Not returned.

Event description:
It was reported that the stent delivery system could not be advanced to the tight and calcified lesion in the sfa. Therefore, the device was retracted. After removal, it was noticed that the device had become separated. A dilation with a bigger balloon was performed and another stent of the same brand was placed successfully. There was no reported patient injury.